Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for urge incontinence. The patient reported that they were having a hard time walking. They also mentioned they were drinking a lot more water, but was retaining urine as they woke up every 2 hours with urgency to urinate last night, but nothing or very little came out. They stated that due to this they were feeling very bloated. They also mentioned that they had retained urine before and it might be related to a virus that they had. They were advised to speak with their clinician. Contributing factors were unknown. It was reported that the issue was unresolved at the time of the report. No further complications were reported or anticipated.